Event description:
The device was used during a wedge resection. Upon trying to remove the device, the handle rotated but the fingers would not close. The surgeon extended the incision site and was able to remove the device.